Event description:
Additional information was received that a revision procedure was performed and this lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.

Event description:
Boston scientific received information that this device system displayed a lead safety switch to unipolar configuration. Daily measurement right atrial (ra) lead impedance measurements varied from 370 ohms to 2,220 ohms. Noise was reproducible in the unipolar configuration. Additionally, inappropriate atrial tachy response (atr) mode switches resulted from the lead safety switch. A chest x-ray did not reveal any lead damage. No further complications were observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.